Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was admitted to the hospital after fainting. On (B)(6) 2015 the right ventricular lead exhibited dropped sensing values and loss of capture. The patient has had 3 related surgeries over the last year and a half. On (B)(6) 2015 the nurse turned off the autocapture feature. No additional information was available this time.

Event description:
New information reported stated that on (B)(6) 2016 the patient presented to the clinic and all of the lead electrical values were steady and within range since the last event. The device was programmed to bipolar mode but testing would be done in unipolar mode. The patient was not dependent and was asymptomatic.